Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters, the patient having another device implanted, and the patient receiving unintended stimulation in a new area that is not targeted for therapy have been ruled out as potential causes. However, the clinical representative stated the patient is petite and thin and has experienced lead discomfort previously. In addition, the clinical representative said the patient experienced three consecutive buzzes in a row only when the waa was turned off and was getting pain relief while wearing it. The stimulator is used to treat pain. The cause of the shock is likely due to device positioning and incorrect surgical technique (user error - clinician). Stimwave received RMA 4817 and RMA 4818 at headquarter for investigation. The devices were verified on an engineering bench and tested in the factory waa test. The analysis of the devices was unable to replicate the alleged issue, and no non-conformances were found. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve. Not following IFU during activation of stimulator. Improper waa programming parameters. The discomfort sensation felt by the patient could be electrical sensation/paraesthesia. Stimulator migration.

Event description:
The patient reported buzzing and tingling after she would remove her waa. X-rays were ordered on (B)(6) 2021. The implanting clinician plans to perform a revision on (B)(6) 2021 on the lead on the left side of the knee. The patient is still experiencing shocking a couple times a day and has not worn a waa for about a month.